Manufacturer narrative:
Qc and manufacturing records were reviewed and nothing untoward has been uncovered. Results: the graft has not yet been returned to vascutek limited. Awaiting permission from relatives to release graft. Conclusion: no conclusion analysis, still to be performed. The device is being kept by the hospital.

Event description:
The incident involved a gelweave vascular prosthesis which was used in the replacement of the thoracic aorta at the (B) (6) hospital in (B) (6). The surgeon reported sighting a crack in the graft. The graft had been removed as part of the post mortem. The surgical procedure performed is known as an elephant trunk procedure. This is a two stage procedure which is deployed when there is an aneurysm of the main aorta and the thoracic arch. The first stage replaces the thoracic arch with a vascular prosthesis. The second stage for the replacement of the aorta usually occurs 4 to 6 weeks after the first stage. In this incident the vascular graft used in the first stage is unknown and the vascular gelweave graft was used in the second stage. The first procedure was performed on 24th august and the second stage on 16th october. The hospital reported that the patient had died on 1st november. The cause of death is at this stage unknown. The condition of the patient between the time of the second operation and time of death has not been reported. The graft was examined as part of the post mortem. A crack of 4mm was observed on the graft. There was a hematoma around the crack and the doctor thinks this may have contributed to the patient's demise. The surgeon has requested that vascutek examine the explant and perform histological and sem examination on the crack. The explanted graft remains at the hospital and a decision to release the device will be made in 90 days. Vascutek will wait for the examination of the device before any conclusion can be reached.